Event description:
During a rotator cuff repair, the physician reportedly utilized a speedscrew knotless implant (w/inserter handle). While placing the initial implant, the snare broke while the suture was being pulled through the implant. The implant was then backed out of the bone and a new bone hole was punched. The repair was completed with a new speedscrew knotless implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight, and gender were not available.